Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received on (B)(6) 2022 from a consumer with an implantable pump for multiple sclerosis and intractable spasticity. It was reported that the patient called stating they had a catheter revision but about 4 weeks post-operation they began experiencing the same symptoms again (increased spasticity). Refer also to MFR report # 3004209178-2022-02974 regarding prior event / catheter revision. They had an MRI and a pump study. They inquired if there could be an issue with the pump. Additional information was later received from a healthcare provider (hcp) via a company representative on (B)(6) 2022. It was the hcp's opinion that there was no device issue nor therapy issue nor procedure issue. A catheter access port study was performed on (B)(6) 2022 and was unremarkable. On (B)(6) 2022, the infusion rate was increased from 300 mcg/day to 330 mcg/day. On (B)(6) 2022, the infusion rate was increased from 330 mcg/day to 365 mcg/day. On (B)(6) 2022 the infusion rate was increased from 365 mcg/day to 375 mcg/day. The patient had an appointment with the clinic on (B)(6) 2022, but they canceled it. The patient's next appointment with the clinic was scheduled for (B)(6) 2022. The cause of the patient¿s increased spasms and increased tone had not been determined. The expected residual volumes are accurate with the actual residual volume. The event has not resolved as of (B)(6) 2022. Additional information was later received from a healthcare provider (hcp) via a company representative on (B)(6) 2022. The patient¿s medical history included multiple sclerosis, hypertension, and high cholesterol. The patient experienced itching, overheating, increased spasticity, clonus, and pins and needles in their back, hands and face. The date of the event was (B)(6) 2022. Factors that may have led or contributed to the issue were unknown. They had increased the infusion rate. A pump study was normal. Magnetic resonance imaging (MRI) revealed no changes in the patient¿s multiple sclerosis disease progression. Fluoroscopic imaging of the catheter was unremarkable. The pump was replaced on (B)(6) 2022. It was further reported that prior to disconnecting the existing catheter from the existing pump, the catheter access port (cap) was accessed with a 24 gauge non coring needle, and readily withdrew 2 cc of fluid. Upon disconnecting the existing pump from existing catheter, spontaneous retrograde flow of cerebrospinal fluid (csf) was also observed. Regarding the new pump, the infusion rate was decreased by (B)(4)% to start at 200 mcg per day. It was unknown if the issue was resolved as of (B)(6) 2014. The pump administered gablofen with concentration 2000 mcg/ml at a dose rate of (B)(4) mcg/day. Other medications (oral, etc.) The patient was receiving included the following: nitrofurantoin, oxybutynin, sertraline, losartan, rosuvastatin, dalfampridine, copaxone injections, progesterone, estradiol, armour, fish oil, calcium, multivitamin, magnesium, vitamin d, vitamin c, vitamin d, d-mannose, and bayer low dose. The patient was without injury regarding their status as of (B)(6) 2022. The pump was to be returned to the manufacturer.

Event description:
Additional information received from a manufacture representative reported the patient had drug withdrawal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacture representative reported the patient was seen in the clinic, on (B)(6) 2022, and their symptoms had resolved.

Manufacturer narrative:
H3. The pump was returned and analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.